Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure, the 1.2 x 20 mm mini trek was advanced onto the guide wire; however, during advancement, the proximal shaft separated. A new balloon was used to continue the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report submission, additional information received; the 1.2 x 20 mm mini trek was advanced onto the miracle 6 guide wire; however, resistance was met with the guide wire, and the proximal shaft separated.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: an analysis of the product revealed that the hypotube was separated, confirming the reported shaft separation. It was noted that the mini trek was used to treat the posterior tibial in the lower extremity. It should be noted that the indications section of the rx mini trek instructions for use states: the rx mini trek coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation or a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction or balloon dilatation of a stent after implantation. It is not known how use of the device in the posterior tibial contributed to the reported difficulties. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no other incidents reported from this lot. Based on the available information reviewed, there does not appear to any indication of a product quality deficiency.